Manufacturer narrative:
(B)(4). D10: unknown liner unknown. G2: foreign: australia. Proposed component code: mechanical (g04), head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised four (4) years post implantation due to dislocation. Head and liner exchanged. Attempts for additional information have been made and none provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.